Event description:
It was reported that before use, the cardiosave intra aortic balloon pump (iabp) had a "power up test fail code 14" electrical error message which indicates a compressor issue. There was no patient involved and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and was able to reproduce the reported electrical code 14 issue. To rectify the issue, the fse was removed, replaced the scroll compressor due to multiple occurrences of code 14, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer, and cleared for clinical service.

Event description:
It was reported that before use, the cardiosave intra aortic balloon pump (iabp) had a "power up test fail code 14" electrical error message which indicates a compressor issue. There was no patient involved, and no adverse event reported.